Event description:
It was reported that there was a leak through the sealing of the needle based y-site on the solution administration set. This was noted during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not available for evaluation; however, the customer provided a photograph of the sample. A photographic inspection identified that the y-connector separated from the tubing. The cause of the separation was determined to be due to an assembly issue. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.